Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that on (B)(6)the healthcare professional (hcp) changed their group settings from group a to group b. Since (B)(6), they have had shaking/tremors. Follow up with the hcp is to be conducted. Later on date notified the patient reported that they moved to group b but are now feeling awful with a return of tremor. They then switched to group a with settings 2.35v, 2.45v but were still shaking like crazy so they decreased to 2.25v. The patient's indication for implant is movement disorders.